Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. No product, or pictures were returned for evaluation therefore an investigation could not be completed. A device history record (DHR) review could not be performed as the lot number is unknown. If the device is returned the manufacturer will re-open the investigation. No actions taken at this time.

Event description:
It was reported that when using the speaking caps on the cannula the patient "often speaks indistinctly". Have to put the "plastic properly" to be able to speak clearly. No adverse effects reported.

Manufacturer narrative:
B3: date of event; d4: lot number, expiration date; g5: 510k and h4: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.